Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a pacemaker mediated tachycardia (pmt) event with loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) reviewed and found loc when tracking the patient rhythm, as well as high thresholds. The device was not capturing, then the patient conducted on his own, so no asystole was noted. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.